Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced a high blood glucose event. The customer¿s blood glucose was 475 mg/dl at the time of incident and declined troubleshooting. Customer reported that they were not on auto mode. Customer also mentioned that they were unable to calibrate due to high blood glucose. The insulin pump is not expected to return for analysis.